Event description:
The customer contact reported that the device will not turn on/off. During verification testing, burnt components were found on the driver pwa (printed wiring assembly)/app (air pressure pin) pwa and the mechanism was replaced. There was no patient involvement, adverse event, medical intervention, or delay in critical therapy.